Event description:
The facility representative reported failure code 500. Information was not provided regarding whether or no the failure occurred during a patient infusion. The hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.